Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04782. It was reported that a rotawire fracture, vessel perforation and patient death occurred. The target lesion was located in a highly calcified, 90 degree bend of the left main and proximal left circumflex to left circumflex obtuse marginal branch. A rotablator burr and 330cm rotawire¿ were used and advanced to treat the target lesion. During the procedure, when the burr passed the midpoint of the left circumflex-obtuse marginal branch, it was noted that the burr jumped forward and was caught within the vessel. When the burr and rotawire were removed, the wire was noted to be fractured. After, a non-bsc guide wire was used. A perforation was noted and the broken portion of the wire was unable to be retrieved. The patient coded in the cardiac cath lab and was transferred to the intensive care unit (ICU) in critical condition. The patient coded again and expired.